Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. The sheath was re-advanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. One delivery system in the released position was rec'd, evaluated and retained by this MFR. The filter was not returned for evaluation. The engineering evaluation revealed a kink in the shaft of the system located 63.5 cm proximal to the distal tip. F/u could not confirm if a pre-placement was performed prior to filter placement and it was indicated continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. Co's direct for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protectoin against recurrent pe...the introducer catheter must be flushed through the flush port by freqeunt injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."